Event description:
The customer reported that the ortho provue misread a sample barcode ID number. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the customer site and performed adjustments and tested the sample and reader cameras to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).